Event description:
It was reported that a patient underwent an obturator sling procedure in 2009. The patient underwent partial removal of mesh in 2012. The patient has required two further surgical procedures due to complications. No further information was provided.

Manufacturer narrative:
(B)(4) - undefined complications occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.